Manufacturer narrative:
The actual device was not available; however, a photograph of the actual sample and two (2) retained samples were provided for evaluation. The sample photo underwent visual inspection which observed the tube was not inserted through the roller clamp; the roller clamp was separated from the set. The reported condition was verified on the actual sample. The cause of the condition is related to the assembly process during manufacturing. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Functional air passage test was performed on the retained samples; no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp detached from a solution administration set (saline line); further described as "clamp falls out of cable". This was observed prior to patient use. There was no patient involvement. No additional information is available.